Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported while taking the IV set out of the device for trouble shooting an air in-line alarm, the tubing separated from the top of the upper fitment. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.